Event description:
It was reported that there were telemetry issues. The patient was in overdischarge. Stimulation was last felt around (B)(6) mar. This was also the last time the patient charged the implantable neurostimulator (ins). The patient had a fall in 2014 (B)(6) and hadn¿t used the system since. This was also the time of when the patient started having trouble charging. A trickle charge was being completed and the power-on-reset (por) was going to be cleared when the ins was charged enough to be interrogated with the clinician programmer. Follow-up determined that the patient was going to meet with the manufacturer representative when it was convenient for her to clear the por. No date or time had been set. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 8840, serial# unknown; product type programmer, physician. (B)(4).